Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) reported passing out and receiving a shock. The shock was delivered for a ventricular fibrillation episode with a ventricular rate of 230 beats per minute due to atrial tachycardia. The system remains in service. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating the syncope was not device related and that the plan is to continue normal device follow-up. No adverse patient effects were reported.